Event description:
It was reported an unknown patient had peritonitis while on peritoneal dialysis (pd). The patient had their pd catheter (non-fmc product) removed and they were transitioned to outpatient hemodialysis (hd). C-775705. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).